Event description:
Balloon burst at rated burst pressure (14 atm). The physician attempted to remove balloon, but it would not come back through the sheath. The physician tried to remove the balloon and sheath from the patient while leaving the guide wire in place. When the balloon and sheath were out of the body, the physician noticed that part of the balloon and catheter were missing. Attempts to remove the remainder of the balloon failed, thus it was determined that a cut down would be the best solution to remove the remaining parts of the balloon. The cut down was closed and a new sheath introduced. The procedure was then completed without injury to the patient.